Manufacturer narrative:
E1. (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device flushing pump suction power was too weak. The event occurred during an unspecified procedure. There was no report of patient harm.

Event description:
It was reported the subject device flushing pump suction power was too weak. The event occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information from customer and legal manufacture's final investigation results. Updated fields: e1 - address, e1 - facility name - (B)(6). The device was not returned to the regional investigation center. However, the investigation was performed based on information provided from the customer and field service. A device history record review found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint, is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.